Event description:
It was reported that the right ventricular lead was capped and replaced due to high pace/sense impedance of greater than 2000 ohms, inappropriate therapy, lead fracture, and no capture. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.